Event description:
Information received indicates product inspection of two units prior to use found the header bag seals were ruptured and not sealed at the tyvek edge, resulting in an opening in both bag seals. Since products in this bag are sterilized, the sterility barrier for the products was deemed compromised. No report of illness or innury has been received. The products were changed out prior to use with no patient involvement.